Event description:
Cook medical echotip endobronchial hd ultrasound needle worked adequately and pathology was collected during first pass. Following subsequent pass, high resistance was met when attempting to irrigate, and stylet also unable to be passed. Diagnosis or reason for use: endobronchial lymph node biopsy/aspiration.